Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during a fitting appointment the audiologist recognized that the implant was no longer functional. The pt's parents did not report about any accident. Testing carried out on (B)(6), 2011 shows 7 electrode channels in status hi and 2 electrode channels in status sc. The pt was re-implanted on (B)(6), 2011.